Event description:
A report was received that the patient experienced severe leg pain during the implant procedure. The physician believed he hit a nerve and that the event was procedure related. The procedure was aborted and the lead was removed. No further course of action will be taken.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.